Manufacturer narrative:
Intuitive surgical, inc. (Isi) isi received the horizon small clip applier instrument to perform failure analysis. The instrument was analyzed and the input disk # 7 was found to be broken and completely detached from the base. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input did not show damage. .

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the horizon small clip applier instrument jerked when placing a clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter to obtain additional information, however, no further details are available regarding the reported event.